Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
A blueprint revision surgery was planned to be performed. The reason for revision is unknown.